Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert was delivered for extended charge time. It was also noted that patient received multiple inappropriate atp and hv therapies due to svt. It was noted that the charge time could lengthen after multiple shocks because it takes some time for the battery to recover. The patient was treated with medication, and the device was reprogrammed. Patient will be monitored at the next follow-up.